Manufacturer narrative:
The actual device was returned for evaluation. The craniotome device was evaluated and the reported condition that the device was not working was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the laser etching on the device was worn off, and the device had a drilled, bend tip. It was determined that the cause of the worn etching was from normal wear over time, due to the sterilizing process. It was further determined that the cause of the drilled, bent tip was due to excessive side loading when using the device causing the tip to be drilled and bend. The assignable root cause of this condition was determined to be due to user error. A review of the device history was performed and no non-conformances were detected related to the reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4).

Event description:
It was reported from (B)(6) that the craniotome device was not working. During in-house engineering evaluation it was observed that the device had a drilled, bent tip. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.